Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The other complaint is for the consumer's fellow eye. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer's wife reported that following bilateral implant surgeries, her husband's vision is worse than before surgery. Approximately one month later additional information was provided by the consumer's wife that symptoms continue for her husband. He cannot see well at all, close or distance. He is unable to work with his hands, or read the scriptures. Additional information was requested. There are two medical device reports associated with this consumer. This report is for the right eye.